Event description:
The end user reported that the had a very hard time getting the appliance off his skin after one day of wear. The end user stated had to remove appliance due to leaking. Usually, he is able to remove his appliance without difficulty.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Lot number provided 8007 can not be confirmed. The client no longer has the box from the product and the only thing he was able to find was 8007 on the individual envelope. (B)(4).